Manufacturer narrative:
Based on supplier investigation, device history record could not be reviewed as lot number was not provided. There was no sample available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported an abundance of lint of the blue cotton or towels, pwtb04-stm, from the cardiac cath pack, san45cc93k. The issue was found before a cardiac stent placement. Towels were removed and no injury was reported to patient. No patient demographics were provided when requested.